Event description:
Customer reported that he was hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose value at the time of the admission was 585 mg/dl. Customer stated he received two no delivery alarms the day prior to the hospitalization. Treated with insulin drip. Customer stated that the diabetic nurse examined the insulin pump and stated that it needed to be replaced. During troubleshoot; it was stated the drive support cap is recessed. Customer was able to rewind and perform manual prime; insulin did exit the tubing. Customer did not find an insulin leak. Customer declined to check the settings and insisted on replacing the device. Insulin pump passed the high pressure test. Nothing further reported.

Manufacturer narrative:
(B)(4).a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. Device functioned properly. Device received with minor scratched lcd window and cracked reservoir tube lip.